Manufacturer narrative:
(B)(4). Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. In addition the ratchet pawl was found excessive wear and tear.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a left tapp inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used to fix the fascia. During the procedure, the head end, crown like part, detached off after shooting two or three tacks. The detached part fell into the patient and was retrieved from abdominal cavity. The patient is discharged now. Additional information has been requested.

Manufacturer narrative:
The cannula cap was successfully retrieved from the patient with no medical or surgical intervention required. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.